Manufacturer narrative:
The evaluation of the event is ongoing. The device referenced in this report was not returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not checking for disinfection concentration in waste water from the endoscope reprocessor. No patient infections or injuries reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the user¿s performed work deviating from the instructions for use. The event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): chapter 3 inspection before use 3.1 precautions for inspection to ensure that this equipment operates safely and reliably, inspect and clean all parts, and replenish or replace the consumables before use. Warning ¿ be sure to perform the inspections and replenishments described in this chapter. Otherwise, it may not be possible to maintain the functional performance of this equipment. 3.11 inspecting the disinfectant solution¿s concentration level before reprocessing the endoscope, be sure to check that the disinfectant solution has an effective concentration by using test strip. Also, be sure to replace the disinfectant solution before it loses its effectiveness. If you have not checked the disinfectant solution concentration before starting the reprocessing process, you can check the concentration of the disinfectant solution during the reprocessing process. If the disinfectant solution fails to meet the minimum recommended concentration, follow the instructions in ¿taking measures when restarting reprocessing process in the case of failure to check the efficacy of the disinfectant solution¿ on page 65. Warning stop the reprocessing process when the disinfectant solution fails to meet the minimum recommended concentration. Replace the disinfectant solution and perform reprocessing of endoscopes from the beginning. Otherwise, the reprocessing process may be insufficient. Olympus will continue to monitor field performance for this device.